Event description:
Covidien sales rep reported for his customer that a maxa provided low reading while in use with a ge monitor. The sensor show 90-92% spo2, while a reusable nellcor sensor showed higher readings (e.g. 98%) on the same monitor. It was unknown how long sensor was in use or how sensor was placed on patient. No patient harm reported.

Manufacturer narrative:
Covidien cts reference# rx201406-0387. Lot number provided by the customer is not valid, therefore manufacture date is not available. This is the tenth report of ten referencing all ten medwatch reports: 2936999-2014-00585, 2936999-2014-00586, 2936999-2014-00587, 2936999-2014-00588, 2936999-2014-00589, 2936999-2014-00590, 2936999-2014-00591, 2936999-2014-00592, 2936999-2014-00593, and 2936999-2014-00594.

Manufacturer narrative:
(B)(4).